Manufacturer narrative:
A supplemental MDR is being submitted due to corrections sections: g3, g6, h2,h6 component codes device codes have been updated.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra resilia valve in a pre-existing mitral surgical valve. After deploying the first 26mm sapien 3 ultra resilia valve inside the pre-existing surgical valve in the mitral position, the operators tried to fracture the valve. That created a possible torn leaflet and significant central leak was observed in the echo. A valve in valve with a second 26mm sapien 3 ultra resilia valve was used successfully. Patient is alive.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated.the device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported events were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, after deploying the first 26mm sapien 3 ultra resilia valve inside the pre-existing surgical valve in the mitral position, the operators tried to fracture the valve. That created a possible torn leaflet and significant central leak was observed. In this case, post-dilation was performed to fracture the pre-existing surgical valve, which could have over-expanded and over stretched the valve, resulting in leaflet tear and central regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.